Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter continued to prompt the "apply sample" symbol, even after the sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the afternoon of two days prior. As a result of the issue, the patient denied taking any action regarding her diabetes management. The cca noted that the patient manages her diabetes with diet and exercise. At 11:00 pm that evening, after the alleged issue began, the patient developed symptoms of feeling hot and sweaty. The patient denied receiving any treatment as a result of the issue. During troubleshooting, the cca confirmed that the patient was using the correct testing technique and that the sample was drawn into the test area. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.